Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device.

Event description:
Dexcom was made aware on 05/20/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined. No additional event or patient information is available.